Manufacturer narrative:
The device was initially returned to zoll medical UK and the customer's report was not replicated or confirmed. The engineers were able to remove the top cover without issue. The device was returned to zoll medical corporation without the top cover. The device was put through extensive testing including bench handling and functional stress testing using a known good top cover without duplicating the report. The top cover was replaced as a precaution. The device was recertified and returned to the customer. The top cover used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, users were unable to remove the top cover. Complainant indicated that there was no patient involvement in the reported malfunction.